Manufacturer narrative:
A review of the manufacturing records for the device verified the lot met all pre-release specifications. The device was received for analysis and the investigation is in process. Further information will be provided. Jhjr080502j/14852904 (B)(4).

Event description:
On (B)(6) 2018, this patient underwent an endovascular procedure to repair an iatrogenic iliac artery injury using gore® viabahn® endoprosthesis with heparin bioactive surface. Cutdown was performed on the contralateral common femoral artery. It was reported that the first gore® viabahn® endoprosthesis was deployed with no issue. The second endoprosthesis was intended to be implanted distal to the first device. After approximately 2 cm of the deployment line was pulled, it became unable to pull the deployment line further. It was elected to withdraw the delivery catheter, however, the deployment of the endoprosthesis unintentionally occurred during withdrawal. The physician managed to pull the delivery catheter inside an introducer sheath, and they were withdrawn from the patient. After that, another gore® viabahn® endoprosthesis was deployed with no issue. The patient reportedly tolerated the procedure.

Manufacturer narrative:
Additional information: event description. The device was sent to gore for the engineering analysis and it was observed that the deployment knob was unscrewed from the hub, with approximately 3 cm between the knob and the hub. Approximately 2.75 cm of the distal shaft, upon which the endoprosthesis is mounted, was exposed. The endoprosthesis was compressed toward the tip-end. The endoprosthesis was partially expanded at the tip-end, with 2.5 cm constrained and 1.8 cm expanded. At approximately 15.5 cm from the transition, there were 2 fibers extending 7 cm each. Approximately 10.5 cm deployment line was measured from the broken fibers to constrained endoprosthesis. There was tape and graft damage throughout the expanded portion of the endoprosthesis. Based on the device examination performed, no manufacturing anomalies were identified.

Event description:
After approximately 2 cm of the deployment line was pulled, it became unable to pull the deployment line further. It was elected to withdraw the delivery catheter, however, the deployment of the endoprosthesis unintentionally occurred during withdrawal from the distal/tip side of the endoprosthesis. The physician managed to pull the delivery catheter inside the introducer sheath by force, and they were withdrawn from the patient. After that, another endoprosthesis was deployed with no issue.